Event description:
Healthcare professional reported a left side rupture. Patient representative reported "scarring and disfigurement, reconstruction, chronic pain, seroma, itching, swelling, asymmetry of breasts, capsular contracture, anxiety, pain prior to explant procedure, evaluation for alcl, removal of implants due to fear of alcl, to decrease risk of alcl, and due to symptoms consistent with alcl, increased risk of alcl, and other injuries." This record will be for the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: rupture and concern for textured implant device.